Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ac power module socket had come out and parts were broken off. There was no reported patient involvement.